Manufacturer narrative:
Concomitant products: d314trg ICD implanted: (B)(6) 2013; 1156t86 st. Jude lead implanted: (B)(6) 2009.

Event description:
It was reported the impedance on the lead was elevated. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.